Manufacturer narrative:
Reportedly, the patient could not satisfactorily benefit from the device and became a non-user, eventually requesting explantation. Additionally, device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. However, since no in situ testing was available, it could not be determined when this damage occurred. This is a final report.

Event description:
It was reported that the patient, implanted in 1999, became a non-user as he could not develop a level of benefit from the device that allows speech understanding. No retrocochlear issue was observed. Device in situ testing was not available. The device was explanted on patient_s request. A broken implant housing was noted during removal surgery.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at ww headquarters by the investigation team. Additional information has been requested from the field. On the derf the surgeon commented that the explantation was done due to patient's wish.